Event description:
Phlebitis occurred during use with a bd q-syte device. Pt obtained an abscess. Pt was treated with oktinisept and bandage.

Manufacturer narrative:
Sample will be returned. Upon completion of the investigation, a supplemental report will be filed.